Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker was experiencing severe left pectoral pain. This pacemaker was explanted and a new pacemaker was implanted to the right subpectoral pocket. No additional adverse patient effects were reported.